Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for investigation. Upon evaluation of the picture, the air alarm concern could not be confirmed without a physical sample. The photo showed bubbles inside the set, although it was not connected to the infusion pump. The reported concern was confirmed. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This MDR follow- up is being submitted because additional information was provided. Section h6 has been updated to f codes 2199 and 4642.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This MDR follow-up is being submitted because additional information was provided. Section h10 has been updated to include (B)(4) and (B)(4)).